Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a surgery a nitinol wire broke off. There was no harm for patient, operator or third party reported. No further information received. Update 30-oct-2020: further information were provided that the nitinol wire broke off inside the patient during a hip arthroscopy and it remained inside the patient. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.